Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not track down the lesion and the stent got damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 70% stenosed, located in the mildly tortuous and mildly calcified right coronary artery. The lesion was predilated.

Manufacturer narrative:
Device is a combination product. F10 patient codes corrected from 2692 no known impact or consequence to patient to 2199 no consequence or impact to patient.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not track down the lesion and the stent got damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.